Manufacturer narrative:
Medtronic representative provided additional instructions to improve prone registration experience. The software has not been evaluated as of the date of this report.

Event description:
A medtronic representative reported during a case the initial registration was a 2.1 and was visibly accurate when checking the left/right mastoid fiducials and the enyon. The patient had to be repositioned because the lower imri coil wouldn't fit under the patient's face and re-registration was necessary. The second point merge registration was 2.5 and was visibly off by a centimeter when checking the mastoid fiducials. Tracer was attempted but more inaccurate because patient's head was tucked under, facial anatomy hard to get to, and thick draping hair was a constant obstacle. They reverted back to point merge and got down to a 2.4 registration and the mastoid fiducials and enyon finally, once again, looked accurate so the case proceeded as planned. The case went well. No impact on patient outcome was reported.